Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 120 mg/dl. The customer also reported insulin was squirting out during the manual prime process. It was also found the customer was unable to exit from the preparing to prime loop troubleshooting found the customer's drive support cap was protruded. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromise force sensor system during basic occlusion test due to protruded/loose drive support disk. The device had missing end cap sticker, minor scratches on the lcd window cracked battery tube threads, cracked reservoir tube lip, and stripped battery cap at the coin slot area.